Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a resolute onyx drug-eluting stent was implanted in the rca. During the procedure it was stated that a dissection occurred. It was not believed to have been caused by a medtronic device. The sponsor assessed the event to be causally related to the device but not related to antiplatelet medication.

Manufacturer narrative:
Patient weight updated. The index procedure was prompted by stable angina. It is now reported that no dissection occurred. If information is provided in the future, a supplemental report will be issued.